Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial was found to be dislodged. X-ray imaging was performed and the dislodgement was confirmed. The physician repositioned the atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.